Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -12.50/+4.50/81 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)2022. On (B)(6) 2022 the lens was explanted due to glare/haloes. The explant resolved the problem.

Manufacturer narrative:
Weight, ethnicity, and race: unk. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).